Manufacturer narrative:
The reported date of implantation of (B)(6) 2010 is a date prior to the manufacturing dates for the suspect medical devices per their lot numbers. As a result, the date of implantation has been updated as per best estimate. Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture device investigation summary: during visual inspection of the device it was observed with no apparent damage. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast augmentation revision with two 150cc mentor memorygel breast implants, suffered bilateral capsular contracture; baker grade iii, post-operatively. As a result, the patient underwent bilateral removal and replacement with two non-mentor implants on (B)(6) 2020. This medwatch form is for the right breast prosthesis.